Manufacturer narrative:
A partial lead with the distal tip measuring 43.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the patient was in good condition.

Event description:
New information received indicated that the lead was explanted and replaced. No electrical anomalies detected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the leads conductors were externalized confirmed via fluoroscopy. The patient was in the hospital for a prophylactic lead screening when the externalization was discovered. The patient was asymptomatic. The physician will monitor the lead.